Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that after implant the patient complained of pain around the incision and pocket. It was noted that during implant there was a wound after drain removal at about 2cm in the chest direction from the pocket incision part. The drain was removed, and the wound in the skin had healed upon removal. Pocket creation and tunneling were performed, so as not to touch the wound after drain removal. The procedure was completed by 2-incision technique. There was no abnormality noted but days later pus emerged from the drain part of the pocket incision part and an infection was confirmed. Reoperation was performed to clean the pocket part and perform debridement. At first, cleaning and debridement were performed. It was planned to administer antibiotic. The ensiform cartilage had also reddened. Upon incision, a large amount of pus came out. During the cleaning of the pocket, silk thread came out from the area where the drain was inserted in the pocket. It was the thread that remained during removal of the drain. The thread was thought to be the source of infection, and the whole system was removed. No adverse patient effects were reported.